Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219 . Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set issue where the cannula was bent during insertion at the lower back due to insufficient subcutaneous tissue leading to high blood glucose 390 mg/dl treated via insulin pump on (B)(6) 2026.